Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported relevant discrepancies. There have been no other similar events for the lot referenced. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's hip was revised after patient complaint of pain and instability. The head was found to be disassociated from the stem. Intra-operatively, black tissue was noted in the capsule. The stem, head, and liner (no wear noted on liner) were revised to a restoration modular stem construct with a ceramic head and poly liner.

Manufacturer narrative:
An event regarding disassociation and altr involving an accolade stem was reported. Disassociation was confirmed following a clinician review, altr was not confirmed. Method & results: -device evaluation and results: visual inspection: alhough the device was not returned images of the explanted stem were made available. The images show the accolade stem with some damage to the trunnion area. -medical records received and evaluation: a review by a clinical consultant concluded [...] Cup malposition in absent anteversion has contributed to an overload condition in the arthroplasty, especially near the trunnion section causing secondary corrosion between femoral head and stem taper leading to progressive metal substance loss with metallosis in the joint space, loss of taper lock and ultimately disassociation between stem trunnion and femoral head requiring revision.[...] -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: no further investigation is required at this time. Additional information, including operative reports, histpathology reports, progress notes and return of the device are needed to further investigate the event. If further information becomes available and/or the product is returned, this investigation will be re-opened.

Event description:
It was reported that patient's hip was revised after patient complaint of pain and instability. The head was found to be disassociated from the stem. Intra-operatively, black tissue was noted in the capsule. The stem, head, and liner (no wear noted on liner) were revised to a restoration modular stem construct with a ceramic head and poly liner. Update15 oct 18: a review by a clinical consultant has confirmed an unknown trident shell in malposition, with 2 unknown bone screws used for fixation.